Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic laser did not fire and went to standby mode. Procedure details and patient impact were not reported. Additional details has been received indicating during a vitrectomy procedure all of a sudden laser did not fire. The procedure was completed by releasing the foot pedal and then pressing again and it would start up. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic laser did not fire and went to standby mode. Procedure details and patient impact were not reported. Additional details has been received indicating during a vitrectomy procedure all of a sudden laser did not fire. The procedure was completed by releasing the foot pedal and then pressing again and it would start up. There was no patient harm.

Manufacturer narrative:
Additional information is provided in d.9., h.3., h.6. And h.10. The company service representative examined the system and confirmed the reported event in the system event log. However, the company service representative was unable to replicate the issue while on-site. As a preventative measure, the footswitch was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. The reported event was an issue with the laser not working. To resolve the issue, the footswitch was replaced. The system was found to exhibit no functional problems related to the reported event; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).